Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hemorrhage, bruise, and hematoma. The customer received a change sensor and sensor updated alert. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose value that triggered the suspend on low/suspended before the low event was 50 mg/dl and the low limit in sensor settings was also na. The blood glucose value associated with the triggered suspended event was 171 mg/dl which was outside of the acceptable range. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the sensor glucose vs blood glucose and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the site issues and send the replacement sensor was necessary. Troubleshooting was performed for the change sensor and the customer could not run a test on the transmitter. The customer was explained sensor may no longer be responding to glucose changes and explained possible causes. No further patient complications were reported. It was unknown whether the customer would continue using the device. Product return for mmt-7040c1 is not expected.